Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 14, 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter read inaccurately high compared to laboratory device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unwilling to provide additional information when contacted by phone. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient is on insulin pump therapy. The patient reported that an unspecified time prior to the start of the alleged issue she developed symptoms of "shaking and felt like she was going to pass out" after she had administered an increased dose of medication. During the call, the patient reported attending the emergency room at an unspecified time in response to the symptoms where she was treated with "IV" in order to "bring her sugar up". The patient claimed that on (B)(6) 2015 she obtained a blood glucose reading of "106 mg/dl" with the subject meter and "74 mg/dl" with the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood and were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.